Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, air leakage from the cuff was found. It was indicated that there was no patient involved.